Manufacturer narrative:
H3: the revision reported may have been the result of patella wear and an insufficient bone between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening after being implanted for nearly 12 years. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs/operative notes were not provided.

Event description:
As reported, the patient had an initial left knee tka on (B)(6) 2011. The patient complained of pain and was revised due to a loose femur. The patient was revised to exactech devices. There was no reported breakage of devices or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: (B)(4) 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm. (B)(4) 02-012-41-4030 - logic tibia traptray cem sz 4f/3t. (B)(4) 200-02-41 - three peg patella 41mm. Correction/removal number: z-0021-2022 for (B)(4) 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of patella wear and an insufficient bone between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening after being implanted for nearly 12 years. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs/operative notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.